Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues; no device information was provided. The cause of the patient¿s infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis.

Event description:
It was reported via a legal notification, that a patient, initial left knee implanted on (B)(6)2015, with an optetrak logic, size 6 left posterior stabilized cemented femoral component, a 6 cemented trapezoidal tibial tray with 12 x 11 stem extension and stem extension set screw, a 35 mm 3-peg patella and a size 6, 11mm posterior stabilized polyethelene insert, underwent a revision procedure on (B)(6) 2016, approximately 1 year 6 months post the initial procedure to remove and exchange the defective optetrak logic polyethylene ps tibial insert, due to a ¿prosthetic joint infection". Upon information and belief, plaintiff¿s revision surgery and additional injuries were due to early and preventable wear of the defective polyethylene insert component within the optetrak device. No device returns anticipated due to this being a legal case. No further information.

Manufacturer narrative:
Prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer,metal,polymer. Additional information, including the product investigation, will be submitted within 30 days of receipt.